Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior fusion surgery on lumbar region of his spine from vertebrae from l5 to s1 spinal fusion surgery on (B)(6) 2006 using rhbmp-2/acs. Sometime postop, the patient experienced pain in his lower back, radiating to his lower extremities. A CT scan taken on (B)(6) 2012 shows subsistence of the disc causing foraminal narrowing at the implant level. On (B)(6) 2012, the patient underwent a revision surgery to remove bone impinging the foramen and to remove the hardware from his previous fusion.